Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (b)(6 of bacterial peritonitis in patient coincident with extraneal viaflex, physioneal 40 glucose 2.27% and nutrineal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal, physioneal, and nutrineal was not reported. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent. That same day, empiric antibiotic treatment with topical gentamicin and ip cefuroxime was started. On (B)(6) 2010, the treatment with antibiotics ended. The primary contributing factor to the event was unknown. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis. The study (B)(4) was sponsored by baxter.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.